Event description:
Info received indicates the caster wheel turns a little after the brake is applied.

Manufacturer narrative:
The technician found the caster was worn and there was "floor" was on the caster tire. He cleared the caster tire and adjusted the brake caster to repair the bed.